Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. He was in the hospital for only fifteen hours before passing. The cause of death was sepsis. The caller stated that the customer was suffering from necrotising fasciitis in conjunction with sepsis. The customer also had heart disease. The caller did not know the customer's blood glucose at the time of passing. The caller stated that the customer's blood glucose was high due to the hospital not treating it. The customer was not wearing the insulin pump; it was removed at the time when the customer was admitted to the hospital. The customer used sensors but was not wearing one at the time of death. The caller does not know the location of the insulin pump. Hence, the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.